Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink non-dehp solution set was leaking from below the drip chamber during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction made to f10/h6: health effect - impact codes: replace f26 with f27. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.